Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod needle did not deploy as intended, indicating a needle mechanism failure. The patient confirmed that the pink slide did not move forward, and the cannula was not inserted. The pod was not worn. No impact to the patient's blood glucose level was reported. No treatment information was reported.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.